Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and inappropriate automatic mode switch episodes due to noise were observed on the right atrial (ra) lead. The issue will be resolved by reprogramming the device. Reprogramming is anticipated to be performed at follow-up. The patient was in stable condition.